Manufacturer narrative:
Device is currently under review.

Event description:
Surgeon doing a laminectomy where he was using a codman back retractor. The frame completely seized on the patient in the middle of the procedure. The surgeon, as strong as he is, couldn't get it off. Eventually, after a lot of thinking, mineral oil was used to get it off and they requested a new codman, which we gave.

Manufacturer narrative:
Symmetry surgical is submitting this follow up report: form FDA 3500a. Symmetry surgical's initial complaint came in on 09/14/2014, the device 46-3191-karlin crank frame retractor body, the frame completely seized on the patient in the middle of the procedure, there was no harm to the patient. The device 46-3191-karlin crank frame retractor body was sent back to symmetry surgical via RMA process on 09/14/2014; symmetry then sent the device to the supplier for evaluation upon return from the end user. The supplier evaluated the device: 46-3191-karlin crank frame retractor body on 11/04/2014, and provided symmetry surgical with the following results: it was not possible to move the right arm on the rack. The pinon is stuck in the housing hole. No lubrication of the pinon drive, lubricate before each use. Based off this conclusion and the instructions for use on reprocessing, lubrication of the moving parts should mitigate this issue going forward. No further action is required at this time. Should you require additional information for this follow up report: 3007208013-2014-00016 #1, please feel free to contact us directly.